Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3998, lot# j0414588v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0527394v, implanted: (B)(6) 2005, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377845, lot# v012076, implanted: (B)(6) 2006, product type: lead; product ID 3998, lot# j0414588v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0527394v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had 4 leads that had not been working a couple months prior to this report and the implantable neurostimulator (ins) was replaced due to normal battery depletion. Follow-up determined that the patient had a new percutaneous spinal cord stimulator (scs) system implanted. The components involved were unknown as well as the cause of the event. The patient recovered without permanent impairment. Additional follow-up found that reprogramming had been performed as well as x-rays for troubleshooting. No further follow-up was required as the patient had recovered without permanent impairment.